Event description:
The healthcare provider (hcp) reported that the patient was feeling shocking in her bladder area and running down her leg. It started suddenly about an hour prior to the report on (B)(6) 2016. The hcp was a paramedic that needed to turn the implantable neurostimulator (ins) off. The hcp was assisted with interrogating the ins, but it was found that the ins was already off and at 0.0 volts. The hcp stated that it was still shocking her. The patient wanted to go to the emergency room (ER) and a manufacturer representative (rep) was paged to interrogate the device. The patient¿s indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
UDI # updated.

Manufacturer narrative:
A patient and device code were missed upon initial submission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.